Manufacturer narrative:
This event will be updated upon completion of analysis of the returned segment of the lead.

Event description:
It was reported that the patient with this right ventricular (rv) lead had passed away on (B)(6) 2024 after experiencing a heart failure episode. The patient had received eight appropriate shocks for ventricular fibrillation (vf), however none of them converted the patient from vf back to sinus rhythm. Two of the shocks delivered were with reversed polarity with an alert for high out of range shock impedances of greater than 125 ohms. At this time, it is unknown if these high shock impedances affected the efficacy of the shock delivery. The field was inquiring why this data was not originally transmitted until three days after the patient passed, on (B)(6) 2024. Technical services suspected the patient was not near their communicator at the time of all of this happening. The rv lead was explanted from the patient and will be analyzed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. Visual inspection noted the lead was returned severed with only two terminal segments returned, with the is-1 terminal segment severed 40 millimeters (mm) from the terminal end and the df-1 terminal segment severed 30 mm from the terminal end. Setscrew marks were noted in the correct location on both of the terminal segments. Cuts were noted in the insulation of these segments, but this was thought to have been induced during the explant procedure. The returned segments passed continuity testing, confirming the conducts were intact. Laboratory analysis was unable to confirm the field allegations made against the lead based on analysis results of the returned segments.

Event description:
It was reported that the patient with this right ventricular (rv) lead had passed away on (B)(6)2024 after experiencing a heart failure episode. The patient had received eight appropriate shocks for ventricular fibrillation (vf), however none of them converted the patient from vf back to sinus rhythm. Two of the shocks delivered were with reversed polarity with an alert for high out of range shock impedances of greater than 125 ohms. At this time, it is unknown if these high shock impedances affected the efficacy of the shock delivery. The field was inquiring why this data was not originally transmitted until three days after the patient passed, on (B)(6)2024. Technical services suspected the patient was not near their communicator at the time of all of this happening. The rv lead was explanted from the patient and will be analyzed.